Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a pump refill on (B)(6) 2013, the healthcare provider (hcp) checked the pump logs and found a motor stall with a recovery on (B)(6) 2013. The stall occurred on (B)(6) 2013 at 11:17. Two days later, at 11:17, a ¿stopped pump period may exceed tube set¿ message occurred. On (B)(6) 2013 at 15:54, the motor stall recovered. The patient did not experience a return of symptoms. The patient did experience a fall, but it was unknown if this happened in (B)(6). The hcp was to follow up with the patient one month later. The device system was used to deliver morphine. It was later reported that the fall probably occurred in the same time period of the pump motor stall. However, the patient did not remember well. It was later reported that the patient was receiving effective therapy. The pump was ¿probably¿ working normally. There were no volume discrepancies at the refill.